Event description:
The customer reported that a channel alarmed with a 240.4150 error code during an infusion with several channels in the cardiac cath lab. Channel "b" was infusing, and the channel stopped, alarmed, and blinked red, signifying a channel error. Another drip was temporarily discontinued in order to continue the channel b medication on the other module until another pump could be set up. It was estimated that the drip was off for approximately one hour during which time there was a lag in care which resulted in patient hypertension and additional discomfort. No other effects to the patient were reported.

Event description:
The customer reported that a channel alarmed with a 240.4150 error code during an infusion with several channels in the cardiac cath lab. Channel "b" was infusing, and the channel stopped, alarmed, and blinked red, signifying a channel error. Another drip was temporarily discontinued in order to continue the channel b medication on the other module until another pump could be set up. It was estimated that the drip was off for approximately one hour during which time there was a lag in care which resulted in patient hypertension and additional discomfort. No other effects to the patient were reported.

Manufacturer narrative:
The customer¿s report of a 240.4150 error code was confirmed. Physical inspection of the device noted the instrument seal not intact. The only observed anomalies were dull iui connectors and a cosmetic crack at the lower door hinge. Analysis of the pcu event log shows a channel malfunction occurred at 3:39 am on (B)(6) 2018 and the pump module event log shows this error was due to a sensor broken high failure (error code 240.4150.0). The log shows there were 3 previous occurrences of error code 240.4150.0 ((B)(6) 2018, (B)(6) 2016 and (B)(6) 2016). Both sensors were noted to be over 14 years old. The bottle side sensor and the patient side sensor voltages were measured to be within specification. The probable cause of the error code is an intermittent failure of the bottle side pressure sensor. Since the error code was not replicated during testing, the root cause of the faulty bottle side pressure sensor was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a channel alarmed with a 240.4150 error code during an infusion with several channels in the cardiac cath lab. Channel "b" was infusing, and the channel stopped, alarmed, and blinked red, signifying a channel error. Another drip was temporarily discontinued in order to continue the channel b medication on the other module until another pump could be set up. It was estimated that the drip was off for approximately one hour during which time there was a lag in care which resulted in patient hypertension and additional discomfort. No other effects to the patient were reported.